Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that since she changed her pump yesterday, the pump was displaying an open circle. Customer was assisted in turning the sensor back off. Customer stated that she did not over-treat. Customer stated that yesterday she had high blood glucose even after bolusing. Customer's blood glucose was 538 mg/dl. Customer stated that the cannula was not bent and she changed the set. Customer stated that her blood glucose came down slowly and went from 538 mg/dl to 135 mg/dl after she did an injection. Customer stated that her blood glucose has been fine since changing the set. Customer was not able to continue troubleshooting since she is at work. It was found that the customer was on pattern a basal rate. Customer was advised on how to turn it on and that the issue was resolved.